Event description:
A non-healthcare professional reported unexpected outcome along with hazy, blurry vision, halos, glares due to the system in the left eye after cataract surgery. The patient taken prescribed medications such as ketorolac, pred forte, tobramycin eye drops for treatment. The vision has improved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record found. However, the system was last serviced prior to the reported event per service record. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4) .

Event description:
A non healthcare professional reported unexpected outcome and results were a bit off along with hazy, blurry vision, halos, glares, incisional edema due to the system in the left eye after cataract surgery. The patient taken prescribed medications such as ketorolac, pred forte, tobramycin eye drops for treatment. The vision has improved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.